Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the infusion tubing. The customer primed the tubing to resolve the issue. Blood glucose (bg) level was 234 mg/dl. Reportedly, the cartridge was in use for 4 days. Tandem technical support educated customer regarding cartridge/insulin labeling.